Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6): the system was serviced in the field and hardware was replaced. The interface was returned and analyzed. The cable was frayed with exposed wires, the lemo was slightly out of round and there was a bent pin. Despite this, the interface would mate to the test station's controller and it was found to be functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while planned maintenance was performed on the system, it was noticed that the side emitter casing was damaged and separated from its base, the electromagnetic (em) interface cable was fraying, the dual universal serial bus (usb) on the main cart was physically damaged, and the standard storage bin had separated from the system with two pins stuck in the back panel. There was no patient involvement.